Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 457 mg/dl. The customer treated with manual injection. She stated that she removed the reservoir and noticed it was wet. She changed the infusion set first but blood glucose level continued to rise so she changed the reservoir. The customer stated the reservoir was leaking at the bottom. Troubleshooting was declined. The device will not be returned for analysis.